Manufacturer narrative:
Concomitant products: product ID: 8711, lot# j11460r45, implanted: (B)(6) 2003, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving bupivacaine 4.8 mg/ml at 2.51 mg/day, prialt 13.4 mcg/ml at 5.616 mcg/day, and morphine 4.2 mg/ml at 1.76 mg/day via an implantable pump. The indications for use were non-malignant pain and failed back syndrome-other. During a pump replacement for normal battery longevity it was noted the catheter had disconnected from the pump. An 8578 was utilized as that was all the reporter had but it had the wrong strain relief sleeve in the kit. The physician tied a suture around it. The physician was questioning the catheter patency. The same day the reporter further confirmed they did not use the proximal strain relief boot because it was not available in the kit they had in the or (operating room). When the physician opened the pocket they found it had been revised. Per the reporter the physician doesn't normally do pumps and was just planning to replace the pump without aspirating or revising the catheter. Once the physician saw the revised section in the pocket they had to fix the catheter. The revision all happened at the pocket site not at the spinal segment. The connector had to be replaced because it was "gunked in there." The catheter was spliced together and sutured beyond the barb and the reporter confirmed it didn't have the boot on it. Since they had changed the connection it was recommended aspirating to ensure patency. The physician couldn't aspirate from the cap and only got back 0.1cc's. The physician called the managing healthcare provider to discuss the next steps. The managing healthcare provider wanted them to flush the catheter with pfns (preservative free normal saline). The physician did flush with the saline easily and successfully. When they attempted to aspirate, nothing came back. The physician did inject saline in the cap and did not notice any leaks in the connection at that time. The managing healthcare provider wanted a dye study done but they did not have a c arm in that or so the physician closed and told the managing healthcare provider to do the dye study when they saw the patient at follow up. The reporter stated the managing hcp felt the lack of csf flow was because patient is a very heavy woman and since she was positioned on her back and maybe that is why there was a lack of csf backflow. It was noted pre-op the patient reported good pain relief and the pump was working great and said nothing about increased pain at that time. An MRI was also done before surgery. The patient stated the pump changed her life, helped pain so much but in the or stated "I have been calling the healthcare provider for the past 3 months because she had more pain." The reporter stated this was odd because when the managing healthcare provider was on the phone in the or he had stated the patient's pain was well controlled. The patient had reported the return of pain symptoms after the patient just had endotracheal tube taken out. It was also reported that micrograms were chosen instead of milligrams for the unit of measurement during programming. The correct dose and concentration did run on the back table during prime. The reporter did correct the unit of measurement when the pump was ready to update post implant. On 84/15 information received from the managing healthcare provider reported that no dye study was done.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the healthcare provider was not able to aspirate csf from either the cap or the catheter directly.